Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain in the back. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient¿s pain in the back was not device related. The leads that were implanted were not for the back pain and were implanted too low to help the pain.

Event description:
A report was received that the patient had pain in the back. The patient underwent an explant procedure. No device malfunction was suspected.